Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 7fr sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after deployment of two proglides, it was mistakenly thought that one of the proglide devices did not deploy. A 3rd proglide was deployed, resulting in the sutures of the first two proglide devices to come out of the vessel unraveled. The suture of the 3rd proglide also came out unraveled or did not catch. The sheath was upsized to a greater than 8.5fr sheath and the tavi procedure was completed. A cut down was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices are filed under separate medwatch report numbers.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.